Manufacturer narrative:
(B)(4). Date sent: 8/19/2021. The DHR for lot 27267 was reviewed. No ncs, defects, or reworks related to the product complaint were found.

Manufacturer narrative:
(B)(4). Unknown, assumed 1st day of month that complaint was reported. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was received: the device was explanted on (B)(6) 2021. The produce code was lxmc16. Additional information was requested, and the following was obtained: prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? Yes the patient had proper diagnostic work-up before surgery. The surgeon does not want to share these with us. When using the linx sizing device what technique was used to determine the size? Pop plus 3. Did the patient have an autoimmune disease? No. Is the patient currently taking steroids / immunization drugs? No. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? No. How severe was the dysphagia/odynophagia before intervention? Fairly severe. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes. Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? No. Besides the reported dysphagia, what was the reason for removal of the linx device? Dysphagia continued even after multiple attempts at dilation. Was the device found in the correct position/geometry at the time of removal? Yes.

Event description:
It was reported that a linx device is scheduled for explant (B)(6) 2021 due to patient feeling food getting stuck. Device implanted (B)(6) 2020. ICD 10 for dysphagia.